Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that they thought the patient's recharging issues had resolved but they were in the office on (B)(6) 2016 and received zero coupling bars when attempting to recharger after getting 76 with antenna locate. They moved the antenna around and nothing was working. They got no additional bars, but then suddenly they received six coupling bars even though the patient had not moved and they had not moved the belt. The patient had recently only been getting two bars and had to push on the antenna to charge. It was noted that the pocket site looked okay and the ins did not look too deep or superficial. The physician programmer recharging stats showed that the patient was charging for about an hour and reached 25% a few time and 60% once with an average of zero coupling bars. The patient was currently using the replacement antenna that was sent in (B)(6) 2016. Coupling remained at six bars while on the call. The antenna was removed from the patient and put back on and they were able to get adequate coupling. The rep and patient were to try charging in this spot which was giving good coupling and call back if needed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had an appointment on (B)(6) 2016. The patient charged but did not bring the charger, so it was unknown if the patient was getting any bars while charging. According to the patient's husband, they would randomly get all 8 bars but then it would disappear. The physician did not want to take any further course of action.

Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. Product ID 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had poor coupling and only 0-2 coupling bars. The patient programmer and physician programmer would not communicate with the implantable neurostimulator (ins). Using antenna locate did not resolve the issues. There were no ins pocket issues reported. During troubleshooting, using a spacer did notresolve the issue and when the patient stood there were 6 coupling bars at first but then it went down to 2. There was fluctuation without touching the antenna. A replacement antenna was requested and antenna damage was reported. The recharger showed a power on reset message. By the end of the call, the physician programmer was able to communication. There were no patient symptoms reported. The patient called back later to say that they could not attach the replacement antenna. It was resolved with explanation on how to connect the antenna. It was reported later that the patient continued to have the same issues. An x-ray of the battery was scheduled for the next week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.